Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation of left breast prosthesis. Concomitant products: mentor siltex contour profile high 275cc saline breast prosthesis, catalog # 3542711, lot # 251225, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor siltex contour profile high 275cc saline breast prosthesis that deflated after implantation. Patient woke up and noticed that her left breast prosthesis was smaller and softer. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 08/19/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).